Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The irrigation function was tested and all other functions and operations were tested for proper operation. The system met all prod specs. A company sales rep was contacted to help determine why the dr is having problems with the irrigation. The sales rep visited the facility and changed the bottle height setting. (B)(4).

Event description:
A surgeon reported the surgical parameters were changed before a case. During the case, the chamber was collapsing. The bottle height and surgical parameters were changed again and the case was completed without injury. Prior to beginning the next case, the system was switched out.